Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received multiple inappropriate shocks due to lead dislodgement. Via fluoroscopy, it was noted the tip of the lead was lying in the atrium. The lead was explanted and replaced. The patient condition is good.